Event description:
(B)(4). As soon as the procedure happened I was in pain. The pain never really subsided. I was unable to make it to my follow up appointment due to vehicle situation. Months went by with very little relief and my periods became heavy. As years went on the pain has became wors, started to get migraines, bloat so bad that I look 6 months pregnant , periods heavier. Its difficult to work out or left anything heavy bc I will end up in bed with pain. There are days out of nowhere I am out for a day or two bc of the pain. I've been to the ER number of times bc of the pain and bloating. Every time the doc is unfamiliar with the product and give me pain meds basically saying there isn't anything they can do to help me. This is one of the biggest regrets I have ever doing. It have over taken my life.